Manufacturer narrative:
Device manufacture date: since the lot number was not provided, this information cannot be determined. (B)(4).

Event description:
According to the reporter, after use of the device for a roux-en-y procedure, the patient had to be re-operated on. There was blood loss. The only reported difficulty experienced by the surgeon during use was that the product seemed to pinch the patient tissue. The current patient status is fine.